Event description:
It was reported that inflation could not be maintained on one size 6 dct, disposable cannula low pressure cuffed tracheostomy tube. The 6 dct device was in use less than ten minutes when the reported inflation problem occurred. The device was tested prior to insertion with no problems detected. There was one pt involved with no reported pt injury. The 6 dct device was discarded and as such is not available to be returned to the MFR for identification, analysis and investigation.